Event description:
Additional review indicated the information reported in manufacturers report #3004209178-2012-08441 pertains to this manufacturer's report. Any additional information will be reported in this report. Additional information was received that reported the lead revision surgery was still scheduled for 2012 (B)(6). It was also noted that the patient had experienced the implantable neurostimulator (ins) heating while charging for "the past couple of weeks." The patient was instructed to use insulting pads when recharging. Recharging data indicated that the patient had achieved 3 and 5 coupling bars, respectively, in the last two successful recharging sessions and that recharging had not been suspended at any point due to antenna temperature. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy, but they were working with their health care provider of company representative to resolve the issue. It was noted that the patient was waiting to get an appointment with the surgeon.

Event description:
It was reported that the patient had a loss of therapeutic effect, including stimulation in the wrong location and acute pain. The patient's symptoms were in his back, hips, left leg had spasms, and tingling and burning in the left foot. The patient's symptoms started around (B)(6) 2012 and he was experiencing stimulation in his stomach and up to the nipple line. This was on both sides, if both sides were turned on. The patient had diverticulitis and this was also irritating to the stomach especially when stimulation was turned on. The patient was instructed by the manufacturer representative to turn stimulation off about three weeks ago until this was resolved. He tried turning the device on again between (B)(6) 2012 because he was in so much pain, but was having the same issues so he turned it off again. When the patient would try to turn the stimulation up, the stimulation would move up into his body so it would hit the nipple line. The patient was currently on a pain patch, where he went from a "12 to a 25," and oral medications due to the pain. The patient believed the lead had come loose or moved and had an x-ray done on the first of last week, but had not yet met with the physician or manufacturer representative to review the x-ray. His next appointment with the physician was scheduled for (B)(6) 2012 for his oral medications. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported, the patient was experiencing some discomfort with the battery placement in the pocket. It was noted, the patient was advised to consult with his surgeon if it became "troublesome." Other than the pocket discomfort the patient was getting much better stimulation coverage than prior to his revision surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Further follow up information receive reported that the patient had revision surgery at which time the lead was moved downward approximately 2 vertebral bodies. Following the procedure, the patient was reported as doing "great" and receiving effective therapy.